Manufacturer narrative:
Through follow up with the health care provider, it was learned this device was explanted one year and eight months after implant due to a recurrence of endocarditis. The source and type of infection were not documented in the patient file and were not made available to edwards lifesciences. It was also learned this device was not retained by the hospital pathology and is not available for return and evaluation by edwards lifesciences; therefore, we are unable to confirm the clinical comments. Prosthetic endocarditis of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.

Event description:
Edwards received information that a 27mm mitral bioprosthetic valve, implanted for one (1) year, seven (7) months, three (3) days, was explanted due to unknown reasons and replaced with the same size and model mitral valve.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It remains unknown if the device is available for return and evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, information regarding this valve explant was received through our implant patient registry process and subsequent attempts to get additional information regarding the condition of the device or the event surrounding the explant were unsuccessful; therefore, the root cause for explant of this device remains indeterminable.